Manufacturer narrative:
The product was returned for evaluation. The investigation is not yet completed.

Event description:
The physician unscrewed the clear hemostasis valve assembly from the sheath hub instead of unscrewing just the blue dilator. This led the user to perceive that the hemostasis valve was not working properly because a larger quantity of blood came from the sheath.